Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and boston scientific solyx sis system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent suburethral sling, bilateral sacrospinous fixation, anterior & posterior colporrhaphy, moschowitz culdoplasty, insertion of mesh in 2 separate compartments, cystoscopy due to vaginal prolapse, cystocele, cectocele, enterocele, occult stress incontinence.

Manufacturer narrative:
Date sent to FDA: 7/28/2016.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence and dyspareunia. No additional information was provided.